Event description:
A healthcare professional reported that certain pts listed in the subcutaneous module appeared to have a daily basal insulin dose recommendation of 0 units. The user was inquiring why a dose adjustment had not been calculated for certain pts that day. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
No add'l info available at this time.